Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion and delivery anomaly from the reservoir. The customer's blood glucose reading was 247 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the reservoir gave no delivery alarm during prime. The customer tried 5 unit fixed prime and the pump alarmed no delivery. The customer assembled a new reservoir and was able to deliver insulin. The customer was advised to monitor the pump.